Event description:
Provider states seat post broke welds in base and post is leaning and customer fell out of seat. This is already a replacement chair for the same reason. Original chair was 10jsz180174 sold on (B)(6) 2011 to user. No injury.